Event description:
The consumer alleges the knee walker collapsed, causing him to fall. No injury is alleged.

Manufacturer narrative:
The consumer alleges the knee walker collapsed, causing him to fall. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. Manufacturer is attempting to obtain the device for inspection. No injury has been reported. MDR filed based on alleged unconfirmed malfunction.